Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The device prematurely detached and the customer was unable to obtain glucose readings. The customer experienced hyperglycemia, feeling jitterish, and mouth was fruity tasting. The customer had contact with a healthcare professional (hcp) who provided an insulin shot (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Observed no physical damage on the sensor patch. No issues were observed with the adhesive. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed, and the dhrs showed the libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.